Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump's battery depleted quickly without any alerts. Sometimes the buttons on the insulin pump were unresponsive and the customer had to bolus with the meter. Eventually only the menu button was functioning. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All of the buttons functioned properly however; slight moisture damage was noted on the keypad traces. The keypad connector on printed circuit board was locked. No stuck button alarm noted. No moisture damage was noted on the electronic assembly. The insulin pump passed sleep current measurement. No unexpected battery type alarms noted during our testing. The insulin pump passed leak test, self test and displacement test. The insulin pump had minor scratched display window scratched case and broken belt clip slot.